Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the system error 322 was caused by the upper and lower auxiliary being out of specification. The upper and lower auxiliary were replaced.

Event description:
During baxter's evaluation a device alarmed for a system error 322. There was no pt involvement.